Event description:
The pt experienced flu-like symptoms in 2009. The pt came in for a refill visit and 15 mls remained in the pump. The pump could not be interrogated. A rotor study and catheter dye study were completed. The rotor did not move. The catheter was seen to be patent. The hcp was unable to determine if the pump underwent normal battery end of service or rotor stall for another reason. The pump was replaced. The pt outcome was reported as 'no injury'. The pt recovery without sequela.

Manufacturer narrative:
The pump was returned to the manufacturer for analysis, which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.